Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a distal pancreatectomy procedure, the surgeon had used the powered vascular stapler to transect and ligate the splenic artery and veins as well as intermittent mandatory ventilation. He used four firing before the last, all with good results, on the last firing he wanted to take a tissue bundle including the short gastric vessels, which had been advised, due to what appeared to be tissue bunching, did not fit with intended use of the device. The surgeon fired the device and the blade traveled though the tissue, however it would not come back to the home position once one of the fingers was taken off the firing trigger. The reverse knife blade was activated without effect. The battery was changed and it again was attempted to use the reverse knife blade with no effect. The manual override was used and the blade was manually retracted back to the home position and the jaws of the device were able to be opened. There was so small bleeding at the transection site, which was secured with ligaclips. There was a ten minute delay; no adverse event.

Manufacturer narrative:
(B)(4). Batch # n54w4f. The analysis found that one pve35a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.